Event description:
Pt had chest tube with heimlich valve inserted. Later the pt complained of chest pains with decreased breath sounds and shortness of breath. Pt was taken returned to x-ray. Inspection of chest tube showed the heimlich valve placed in the reverse position resulting in complete pneumothorax. Pneumothorax was evacuated with suction and valve position corrected. Pt no longer complained of chest pains and shortness of breath.